Event description:
It was reported the patient's ipg is unable to communicate with the charger following a fall. The ipg feels loose in the pocket but does not appear to have flipped. The programmer displays a 'stimulation off' message. An sjm representative confirmed the issue. The patient was seen by his physician and x-rays were ordered. Surgical intervention may be planned to address the issue.

Manufacturer narrative:
Results: the complaint for the charger not locating the ipg was confirmed. As returned, the ipg would not charge due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The autotest failed due to no output on channel 1. Visual inspection revealed a broken feed through wire on channel 1. Since channel 1 was broken, the header was bypassed in order to autotest the ipg. The ipg passed all tests on the autotester once ipg header was bypassed. The broken wire was not related to the reported event. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.